Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) is showing an excessive deviation between the set point and actual temperatures was not confirmed during the review of the event log or functional testing. The complaint that the console experienced a pump failure was also not confirmed during review of the event log or functional testing. The reported issues were not replicated during testing, and the console functioned as intended. Upon review of the event log, no irregularities were found. The thermogard console passed the initial functional testing without any fault or error. The reported complaint was not reproduced. The cables were checked and the console was connected to an external monitor. There was no deviation in temperature, and the pump was turning as it should. The console performed as intended. It is possible that the cable was inadequately connected to the monitor interface by the customer during the reported event. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) is showing an excessive deviation between the set point and actual temperatures. The device is also reported to have experienced a pump failure without triggering an alarm. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.